Manufacturer narrative:
B3: day of event is unknown; year and month are known. One device was received for investigation. The device was visually inspected and functionally tested. The original complaint was confirmed. However, further investigation found a delaminated dso seal. This was replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that housings were separating. The event occurred during testing. During the investigation, it was found that there was a delaminated downstream occlusion (dso) seal.